Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having coupling or communication issues with their device. The patient was having problems recharging their device battery. Troubleshooting and reprogramming were unsuccessful. It was stated the patient had a pocket revision procedure. After the procedure, it was reported the patient was able to charge their device and recovered without sequela.